Event description:
Open heart case underway, pt ventilated and o2 sat at 100%, pt placed on bypass, immediately noticed blood to be bright pink. Pump checked by perfusionist, o2 supply changed, no change in color. Pt immediately taken off bypass and ventilated again by anesthesia, o2 sat remained at 100%. Oxygenator changed out by perfusion. Pt placed back on bypass, blood bright red with surgery continuing. Total time 4 min. No adverse outcome to pt. Faulty oxygenator from manufacturer. This is a item that cannot be checked until the pt goes on bypass and you see that oxygenation is not occurring. Immediate and appropriate action taken by perfusion, anesthesia and surgeons.